Event description:
It was reported that during an aortic valve replacement surgery for a patient with severe aortic stenosis and a bicuspid valve, a 19 millimeter avalus valve did not fit properly on the annulus. The patient underwent the procedure, and after excision of the native aortic valve, it was found that the 19 millimeter avalus valve sizer could pass through the annulus freely, but the avalus valve itself did not fit properly. Consequently, the 19 millimeter avalus valve was explanted, and the surgery was completed with the implantation of a 17 millimeter valve from another manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the barrel and replica end of the sizer was used during the implant. The replica end of the sizer was used to select the size of the implanted valve, and the annulus was not found to be between 2 different sizes. The body surface area (bsa) chart was not used to size the valve. Pledgets were not used during the implant and the patient did have a native bicuspid aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets were flexible and intact; no tears or damage were observed. All leaflets were in the closed position with a small gap at the point of coaptation. All commissures appeared intact. The sewing cuff had no damage. A sizing verification was performed per d00362738, avalus aortic valve size verification protocol. A validated production inspection fixture m059891t002, avalus inspection plate, 19 mm, was used to confirm the valve size through the assessment of the outer diameter of the sewing cuff. The sewing ring cuff was flattened before placing the valve on the fixture. The analysis confirms the valve to be an avalus 19 mm valve. D9: updated. H3: device evaluated? Updated. H6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.